Manufacturer narrative:
Examinations of the returned used device, item (B)(6), confirm the reported problem, and found device electrode broken off (detached) from the probe tip. The broken piece from the electrode was not returned per evaluation. Root cause cannot be determined, however, based upon evaluation of the device; a possible cause of this event could be excessive force. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: maintain the probe tip, including the return electrode, in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view. Care should be taken in procedures that may cover the probe return electrode. Alternate site ablation may occur if 75% of the return electrode is masked, making the return electrode surface area smaller than that of the active electrode. If partial coverage of the return electrode is required for the procedure, use a lower setting and maintain visibility of the return electrode while applying rf. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the device, (B)(6) probe assy,suct,sin, was being used during a rcr procedure on (B)(6) 2023 when it was reported, ¿during the surgery, the bottom part of the probe tip plate became detached and fell out. The detached fragment was removed, and an x-ray confirmed no abnormalities in the patient's body. The generator setting during the surgery was ablate 5 / coag 3, and the operator was an experienced user of the edge system. The patient is in good condition, and the surgery was successfully completed.¿ the procedure was completed as planned with a 1-minute delay using an alternate same device. There was no report of medical intervention or hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.

Event description:
The distributor reported on behalf of their customer that the device, aes-90sn, aes-90sn probe assy,suct,sin, was being used during a rcr procedure on (B)(6) 2023 when it was reported, ¿during the surgery, the bottom part of the probe tip plate became detached and fell out. The detached fragment was removed, and an x-ray confirmed no abnormalities in the patient's body. The generator setting during the surgery was ablate 5 / coag 3, and the operator was an experienced user of the edge system. The patient is in good condition, and the surgery was successfully completed.¿ the procedure was completed as planned with a 1-minute delay using an alternate same device. There was no report of medical intervention or hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.